Event description:
It was reported that the patient was having problems with his system. The patient had a gradual loss of stimulation/therapeutic effect and reported a shocking/jolting sensation. Stimulation on the left had decreased and he was getting a few surges. The patient had less than 50% therapy relief in his left leg. Impedance testing was performed and upon interrogation contacts 8-11, and 14 were greater than 10000 ohms. It was noted that the patient could not recall having fallen or any other injuries. The manufacturer representative was able to reprogram the lead using the other contacts and the patient was receiving therapeutic effect. The patient was noted to be alive with no injury at the time of the report. Eight days later the patient called and reported that he was still experiencing surging. The patient wanted to be referred for a lead replacement. No date had been scheduled. No further outcome or interventions were reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the lead was replaced. The explanted lead was to be returned. It was noted that the patient was receiving adequate coverage. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the lead in the 8-15 slot had six of eight contacts with impedances greater than 10,000. It was also noted there was a lead breakage. The manufacturer¿s representative (rep) tried to reprogram him which lasted for two weeks and then the doctor decided to replace the lead. Following the lead replacement the patient had good coverage and recovered without sequela. There was no patient injury or death associated with this event.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found the stimulation lead body conductor was broken at the titan anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.